Manufacturer narrative:
(B)(4). Batch # unk. Date of event: only event year known: 2021. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? What was done to address the leak intraoperatively? How was the leak eventually addressed? Please provide a timeline of events. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a laparoscopic gastric sleeve the surgeon had a leak. There was a leak from a patient last week (date unknown). Attempts were made to clip leak in endoscopy suite but they weren't successful. Unaware of any scheduled re-operation and the patient is being medically treated. Typical device is a plee60a with a combination of gst60g¿s and gst60b¿s.